Event description:
It was reported that the patient with this pacemaker stated experiencing discomfort at the device site for approximately two weeks. The patient described sharp pain in the area of the device when taking deep breaths, along with the presence of red spots and swelling in the legs. The patient recently visited a physician, and a follow up appointment was scheduled for one month later. Technical services (ts) advised the patient to contact the physician again to report the severity of symptoms for further evaluation. To date, this pacemaker remains in service. No adverse patient effects were reported.